Event description:
Suture passer needle was broken during the surgery. It was confirmed that the fragment remained in the patient body by taking xrays just before finishing the surgery. The fragment was removed from the patient body. There was no adverse consequence to the patient. There was one hour daily.

Manufacturer narrative:
Because the device was not returned for evaluation, a definitive cause could not be found. The failure has been logged for trending purposes.